Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during exercise, the patient experienced a 2:1 heart block without receiving adequate implantable pulse generator (ipg) intervention, resulting in a sudden drop in heart rate. The device remains in use. No further patient complications have been reported as a result of this event.